Event description:
As reported: pt reported there was a slice in the tubing, it was leaking and the medication did not flow properly. No injury occurred as a result of this complaints.

Manufacturer narrative:
The device was not returned for eval. The lot number was not provided. This complaint was not confirmed.